Event description:
A male had orif for fracture/dislocated left elbow in 2008. During procedure, fragmented tip of screw broke off and physician was unable to retrieve it since it was in the bone. It was noted under fluoroscopy, there appeared to be some metallic material at the tip of the screw. The screw was backed out and removed in the very distal tip of the self-threaded self tapping cannulate screw was actually missing. The screw was placed back in. It was more of a safety issue togo back in to retrieve it than to leave it in. The physician did not anticipate, it would cause any problems.